Event description:
Boston scientific crm received info that this lead dislodged. Due to a clot in the lead, the physician was unable to pass a stylet down to reposition, therefore, a new lead was implanted. No adverse pt effects were reported. There is no further info available at this time. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg. See scanned page.